Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the poor communication screen occurred on the patient programmer. The patient was able to communicate with the recharger. The antenna was not typically used. The antenna was connected and the patient synced with the implantable neurostimulator (ins). The issue was resolved. The consumer further reported that the patient experienced overstimulation in the arms and legs, and stimulation in an undesired location. The patient had a "terrible tingling" going all through the body, including the arms and thighs. This was considered sudden. The first time it happened, around (B)(6) 2015, they called the manufacturing representative and they were instructed to turn off the stimulation for a day and turn it back on. This resolved the issue until it happened again. They went to urgent care on (B)(6) 2015 the most recent time and turned off the ins, which stopped the issues. The first instance happened the same day the patient had a blood clot scan before her left knee replacement surgery on (B)(6) 2015. The patient did not know what type of scan occurred, but something was held or used over her body. The patient checked the device with the patient programmer and it indicated to charge the ins. The patient experienced poor coupling while attempting to recharge. The poor coupling screen appeared. Troubleshooting was performed and the issue was resolved after an antenna locate was performed. The manufacturing representative met with the patient and indicated that the impedances were normal. The manufacturing representative was unable to run the group as the battery was discharged. No falls or trauma reported. The patient was still using the stimulation during the day but needed to turn it off at night. It was also determined that the patient was recharging often but never seemed to charge. The patient's knee replacement and physician therapy were the only changes in the patient's activity level. The patient experienced "tingling uncontrollably all over the body" that was related to the reported issue. The patient went to the physician and the device was checked. The patient was advised to turn the stimulator off. The patient had an appointment with the physician and manufacturing representative on (B)(6) 2015. The patient's medical history includes non-malignant pain and failed back surgery syndrome interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported they met with the patient on (B)(6). The patient was reporting erratic stimulation, so the rep. Turned stimulation down and the patient was happy with that. The rep. Hadn't heard anything since.